Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred on four (4) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: h.1. Imdrf annex e grid (1)e2010 - needle stick/puncture. H.1. Imdrf annex f grid (1)f11 - non-serious injury/illness/impairment. D.9: device available for evaluation yes. H.3 device eval by manufacturer yes. D9: returned to manufacturer on 13-feb-2026. Investigation summary bd received samples and photos for investigation. The customer provided 3 photos showing a device with the hub separated from the collar. Four returned samples were inspected for hub/collar separation and defective locking mechanism; all failed testing as the hub was separated from the collar. Additionally, 20 retained samples were inspected for hub/collar separation and defective locking mechanism. The retained samples passed testing, as the safety shields were able to be activated properly with no signs of damage or device separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. Based on a review of batch records, and investigation results no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred on four (4) units. No adverse impact was reported regarding the patient or user.